Event description:
It was reported by a company representative that her handheld device was not working properly. The handheld would give her sql errors each time she tried to use it. The handheld was replaced and returned to the manufacturer for analysis. During the analysis sql error messages were observed following interrogations. The cause for the sql errors is associated with a corrupt database. The root cause for the database corruptions could not be determined based on the returned flashcard and software. No further anomalies were noted during testing using the ac adapter or the main battery with a full charge.